Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a high blood glucose (bg) level which resulted in convulsions and seizures; cause was not known. Multiple attempts were made to contact the customer, but no further information was available.